Manufacturer narrative:
Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review. A review of the event performed by an intuitive surgical medical safety officer concluded that the patient in this report died following an unknown robotic procedure. No additional information is provided about the procedure or any intraoperative issues. The events that led to their reoperation, the findings of the reoperation, and the subsequent issues that led to their death and cause of death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after an unspecified da vinci-assisted procedure, the patient later presented for unspecified reasons, underwent an exploratory laparotomy, and subsequently expired. Additional information has been requested, but no response has been received.